Manufacturer narrative:
A steris technician inspected the system and found the chemical delivery hoses were pulled from the chemical containers and were not submerged in the chemical solution as intended. The user facility ran a verify all clean test on the morning of the technician's visit which evidenced passing results indicating that detergent was being appropriately delivered to the washer at the time of the all clean test. The facility pre-cleans their instruments prior to processing in the synergy washer and performs the required visual inspection after a completed synergy processing cycle. The devices and instruments are then terminally sterilized prior to use in patient procedures. The synergy operator manual states (pp. 4-28): "good hospital practice dictates all instruments be inspected for visible debris after processing. Any instrument with visible debris must be rewashed until clean and free of visible debris prior to terminal processing. Failure to reprocess until all visible debris is removed may impede the terminal processing." The user facility reported instruments processed in the washer on the day of the reported event did not warrant re-processing. The instruments went through the thermal rinse phase of the washer which provided low level disinfection. The user facility reported that their manual pre-cleaning followed by high temperature washing without detergent/enzymes met their criteria of processing prior to sterilization and that no patient notifications were needed. The cause of this event appears to be misuse, as the chemistry delivery hoses were moved out of their proper position. The chemistry delivery hoses are to be tie-wrapped to the low level sensors which are to reach the bottom of the chemical containers as stated in the (B)(4) chemical delivery system instructions for use (pp. 1). The steris technician found the chemistry delivery hoses were not properly aligned with the low level sensor; specifically the hose was pulled approximately 5" out of the container. In addition, the technician noted the fluid level of the detergent and enzymes were 4-5 inches from the bottom of the container while the fluid level of the lubricant was close to the top of the container, indicating the lubricant container had been recently changed. The low level sensor remained in the proper position at the bottom of the container and was able to sense the presence of chemicals; therefore the low level alarm did not activate. The system is designed to alarm when the low level sensor cannot sense liquid chemicals. The chemical delivery hoses are to be tie-wrapped to the low level sensor to ensure they operate in conjunction; when the fluid level becomes depleted and the delivery hoses cannot suction chemicals properly, the connected low level sensor causes the system to alarm to notify the user that chemicals are not being delivered. Following the steris technician inspection of the system he placed the hoses back in their proper position, calibrated the system, ran a test cycle to verify delivery injection of the chemistries, and placed the system back into service. No further issues have been reported with this equipment. The steris technician and clinical education specialist reviewed the proper replacement of liquid chemistries with user facility personnel when on-site. A complaint analysis has determined this to be an isolated event.

Event description:
The user facility reported that during a routine preventive maintenance visit, the steris technician noted that the chemical detergent delivery hoses were out of their intended position and the proper amount of detergent and enzyme may not have been delivered to the reliance synergy washer.